Manufacturer narrative:
The reported event could be confirmed based on available medical record and medical expert assessment. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿there is clear radiolucence and small cysts around the tibial tray. From the CT scan the tray looks slightly rotated or a little poorly positioned. This can, however, not be assessed without the initial CT and further x-rays postoperatively. Loosening can be confirmed. No migration visible. Aseptic loosening can be confirmed. Without further x-ray no sound assessment can be given, whether an initial poor positioning (user/measurement related) may have contributed to the failure.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was detected due to radiolucency and small cysts around the tibial tray. The tray looks slightly rotated from the CT scans and hence loosening is confirmed. Aseptic loosening can also be confirmed from the hcp. Without further x-ray no assessment can be done regrading whether initial poor positioning (user/measurement related) may have contributed to the failure. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a revision surgery of both the tibial and talar components due to aseptic loosening occurring less than a year after implantation. No trauma, no abnormal event, no evidence of infection. Patient has rheumatoid arthritis and history of fracture many years ago.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. Device remains implanted in patient.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery of both the tibial and talar components due to aseptic loosening occurring less than a year after implantation. No trauma, no abnormal event, no evidence of infection. Patient has rheumatoid arthritis and history of fracture many years ago.